Event description:
It was reported that the leads associated with this pacemaker were explanted due to high, out-of-range pacing impedance measurements. These measurements triggered a lead safety switch on both the right atrial (ra) and right ventricular (rv) channels. Intermittent stimulation and noise during bipolar pacing. Both the ra and rv leads were explanted. No additional adverse patient effects were reported. This device remains in service.